Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump successfully, and was instructed to call back if any malfunction code recurred; the customer acknowledged and understood.